Manufacturer narrative:
Device evaluation retraction failure- since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Hub damage- a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4057790. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The needle did not retract. The nurse tried to spin the hub to loosen it. The top came off; the needle was out & wouldn¿t retract.